Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer reported that she tried to recalibrate the transducer but was not able to. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported transducer failure on the vela ventilator. At this time, there is no information regarding patient involvement associated with the reported event.